Manufacturer narrative:
H10: as the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event for material erosion is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction . A review of the event indicated that model sga15001 vascular, cardiopulmonary bypass shunt alleged that the paint on the shunt came off, and was left inside of the patient. This report was received from one source. The event involved a patient with no known impact to the patient. The patients age, weight, and gender were not provided.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event for material erosion is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction . A review of the event indicated that model sga15001 vascular, cardiopulmonary bypass shunt alleged that the paint on the shunt came off, and was left inside of the patient. This report was received from one source. The event involved a patient with no known impact to the patient. The patients age, weight, and gender were not provided.